Event description:
It was reported that the 9800 system had no images on the workstation monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated the pcbs in the workstation. The system operates as intended.